Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3857 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported, "the patient was admitted to our department on (B)(6) 2022 due to persistent upper abdominal pain for 3 days. He was diagnosed with acute pancreatitis, acute respiratory failure, and acute renal failure. At 22:00 on november 30, he underwent femoral vein puncture and catheterization. For dialysis catheters, there are many discounts and bends in the guide wire during the operation, which makes it difficult to pull out the guide wire and place the dialysis catheter, and the patient's bleeding increases, which increases the difficulty and risk of the operation."